Manufacturer narrative:
(B)(6).

Event description:
Information received a smiths medical intubation/portex endotracheal tubes was kinked. This was discovered when the inspiratory tidal volume on ventilator was 500ml and would fall to 200ml, along with peak pressure above 35. Then suction was implemented to see if mucous plug cause of event but catheter became stuck in endotracheal tube. A laryngoscope of video revealed a kink in the tube. The patient required intubation to preclude serious injury and loss of airway management. No injury was reported during event. Patient was successfully intubated.